Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code. Engineering analysis of device data confirmed that the power consumption was increasing in a gradual fashion after a software update. Device replacement was recommended. No adverse patient effects were reported. Currently, this s-ICD remains in service.